Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal motion controller (umc) and the fiber optic cable to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The umc was analyzed and found error 40106 was confirmed. Upon visual inspection there were no issues found that would be related to customer complaints. This umc cfg was installed, programmed, and tested on a golden system, run 10x power cycles with no issue on startup and no errors or failures were triggered. This umc cfg unit remained on the system for over 30 minutes idling in normal mode with no issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a non-recoverable error 40106 occurred. The device was not used on the system when the issue occurred. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the boom and cart drive were disabled to resolve the error. No other actions were taken. The arms worked appropriately for the remainder of the case. The procedure was completed with the same da vinci system.